Event description:
It was reported that recapture difficulty, sheath kink and puncture of sheath wall by the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. After recapturing the closure device with resistance, the was kinked, and the closure device anchors punctured the sheath wall. The anchors of the closure device also scraped the wall of the wds and the wds was noted to be kinked. A new was was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed a kink in the sheath 20.5cm distal of the strain relief. No other damage or defects were found. A photo was provided to aid in the investigation and depicts a kink in the sheath. Product analysis could not confirm the reported event of difficulty recapturing as clinical circumstances could not be replicated. Product analysis could not confirm the reported tip damage as there was no damage to the tip. Product analysis confirmed the reported kink.

Event description:
It was reported that recapture difficulty, sheath kink and puncture of sheath wall by the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. After recapturing the closure device with resistance, the was kinked, and the closure device anchors punctured the sheath wall. The anchors of the closure device also scraped the wall of the wds and the wds was noted to be kinked. A new was was used to complete the procedure. No patient complications were noted.